Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an anastomotic thoracic aneurysm. It was reported during the index procedure after ascending/hemi-arch replacement was performed, a blood vessel prosthesis was implanted from the ascending aorta before the lsa (left subclavian artery). The aneurysm was located in the lesser curvature of the lsa with the device scheduled to be implanted from zone 2 however, difficulty was encountered separating the left common carotid artery to perform a lcca angiogram. The valiant stent graft was subsequently implanted in the proximal landing zone slightly behind the lcca. At the end of the procedure a type ia endoleak was identified. Per the physician the cause of the inaccurate delivery was not attributed to the device and was anatomy related due to patient vessel morphology. The physician commented that as there was difficulty separating the left common carotid artery to perform a lcca angiogram and a mechanical heart valve was implanted in the aortic valve, the guidewire and the delivery system were unable to be advanced further. No additional clinical sequelae were reported and the patient will be monitored.